Manufacturer narrative:
Based on information provided, the foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. It is unknown if either medical or surgical intervention was required or if the hospitalization was prolonged. The use of the product was not used in accordance to the manufacturer's instructions. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients. Device identifier not provided.

Event description:
On (B)(6) 2017, the following information was reported to kci by the distributor, (B)(4): the "(B)(6)" hospital nurse reported that upon performing a dressing change, they observed that the foreign material alleged to be v.a.c.® granufoam¿ dressing/dressing kit was not in the wound. Then nurse reportedly searched for the dressing, performed an x-ray and ultrasound and was not able to successfully locate the dressing. The event reportedly occurred approximately 20 days ago. The patient was discharged, and a clinical analysis will now be performed in the hospital. Multiple unsuccessful attempts were made to obtained additional information (apr 05 2017, apr 10 2017 and apr 11 2017). The hospital denied providing additional information due to confidentiality. No additional information is available. The v.a.c.® granufoam¿ dressing/dressing kit lot number is not available, therefore a device history review could not be performed.